Event description:
The target vessel was a large obtuse marginal (om) that had a chronic total occlusion (cto) around 15 mm long. The proximal left circumflex artery (lcx) came off the left main at an angle. This segment had a small om before continuing on to the target cto. The cto had no adjoining branches. The distal target filled by left-to-left collaterals. The interventional cardiologist selected a 7fr ebu guide and attempted to deliver the frontrunner (fr) to the cto. The physician tourqued the device and manipulated the system wtihout success. The device was removed and reshaped several times. Each time the device (mgc) was mounted on a guide wire for delivery to the cto. This also failed. A new mgc was opened and mounted on the x-39. This device was delivered down the guide. Angiography demonstrated a dissection in the left main prior to the device entering the anatomy. More angiograms revealed obstruction of flow down the lad. The devices were removed and a balloon was inserted, inflated and removed. A balloon pump was inserted. A perfusion catheter was inserted. The surgeons were called and the patient was transferred to the or for emergent CABG. According to follow up discussion with the physician the patient did well post surgery and was discharged home without further sequelae.